Event description:
This device with no implant information and was explanted on (B)(6) 2018. A procedure form received on (B)(6) 2018 stating that this lead was involved in an infection. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).